Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease flat and one opening linear on radius. Leak test and microscopic analysis was performed which identified: one opening crease smooth on radius and wear abrasion. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: one crease smooth opening on radius due to fold flaw opening. Creases are observed but have no relationship with manufacturing.

Event description:
Healthcare professional reported a right side deflation. Additionally, the healthcare professional reported "no creases, but was folded in the pocket". Device has been explanted.

Manufacturer narrative:
Additional information was received and explant status was updated to date known. Additional information was received on the rga checklist and return paperwork on 21/jun/2019 which reported "no creases, but was folded in the pocket". A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Device was explanted. Additionally, the healthcare professional reported "no creases, but was folded in the pocket".

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation is deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation. Device remains implanted.